Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell, likely as a result of capsule contracture, which resulted in a leak.

Event description:
Capsule contracture resulting in deflation.